Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also noted that the patient had lost weight since being implanted. The cause of pain was unknown. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also noted that the patient had lost weight since being implanted. The cause of pain was unknown. The patient will undergo a revision procedure.